Event description:
It was reported that during an open liver resection, the device locked on tissue on the initial firing. The release button would not open the jaws. The tissue tore and the device was removed in a locked position with tissue still in the jaws. The vessel tore initiating bleeding. The bleeding was controlled using a stapler and the case was completed.

Manufacturer narrative:
Evaluation summary: the analysis results showed that one device was returned opened, with no visual non-conformances and with a fully fired cartridge loaded on the device. The device was tested for functionality with a test cartridge and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device opened and closed without any difficulties noted. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.